Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured one time, and a procedural delay occurred in result of the infold. Per the physician, calcification in the patient's left ventricular outflow tract (lvot) contributed to the infold.

Manufacturer narrative:
Image review: one media file and four still images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and a misload was identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not reported and the valve was used for the procedure. As noted in the instructions for use (IFU), adequate pre-implant dilatation can help minimize the need for post-dilatation and may reduce the risk of valve infolding. Pre-implant dilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 mm valve. In this case, there are no records that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation. Allegedly, during deployment, the valve was recaptured due to a shallow depth and during the subsequent deployment an infold was observed. Images of the first deployment attempt were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was not implanted and a new valve was loaded confirming a good load. The new valve was then implanted, and no further issues were reported. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed, per the receipt condition in galway, the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, indicating blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the delivery system capsule for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptically. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded, but it remained compressed. The compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Updated d9, h3, h6. Correct data: added eval code method annex b code b30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012938497); product type: 0195-heart valves; select patient information and initial reporter information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34 and the delivery catheter system (dcs) d-evolutfx-34, an overlap up to node 3.5 was observed after loading. During the first implant attempt, at insertion the valve was too high, requiring recapture. During the second implant attempt, a severe infold was observed. In accordance with best practice, a new valve was loaded inside a new delivery system and the procedure was completed successfully. No patient complications have been reported as a result of this event.